Manufacturer narrative:
(B)(4). Additional clarification received from the customer reports: the ventilators failed their pre-test flow calibration, but if the filter was changed would pass. The investigation into this complaint is still in progress at the time of this report

Event description:
Customer complaint alleges "ventilators failed initial safety check after changing the bacterial. Event occured 3 times on 3 different ventilators throughout the week. This event never occurred when ventilator is in use on a patient, just when cleaned and being safety tested before storage."

Event description:
Customer complaint alleges "ventilators failed initial safety check after changing the bacterial. Event occured 3 times on 3 different ventilators throughout the week. This event never occurred when ventilator is in use on a patient, just when cleaned and being safety tested before storage."

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, 10 pieces of the same catalog number were selected from current production at the manufacturing facility to test for the reported defect. A visual exam was performed and no issues were observed. All 10 samples also passed a drop test and leak test. 100% drop testing and leak testing is performed at the manufacturing facility; therefore, any defective product would be detected prior to release. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.